Manufacturer narrative:
(B)(4). Device evaluation: this device was not received by baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. The device had not been serviced by baxter prior to this event. A device history record review was performed, and no abnormality was observed. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump where the pump started alarming on its own. The event was reported to have occurred after delivery on a cruise ship. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.